Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was an infection; the caller stated that 2 days after implant they noticed an infection starting on the incision site. The caller stated that the incision is open and is painful, but they are currently on pain medicine and antibiotics. The caller stated that when the infection became present, the device stopped controlling their bowels (reason for device) and is worried that the infection is causing the device not to work properly; caller initially stated that the device hasn't worked for symptom control since implant, but later clarified that they did see a reduction in symptoms prior to the start of infection then the loss of therapy occurred. They are supposed to be on the antibiotics for another 2 weeks until they see the doctor's office on the 21st. The caller wanted to know if this infection will cause them to have another surgery to clean it out; information reviewed and redirected to doctors office. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient was still getting the no device found message. Patient tried repositioning communicator but was still getting the no device found message. Patient asked if there is somewhere they can go for help in person. Reviewed patient will need to follow up with their healthcare professional (hcp) to make an appointment. Patient said the follow up appointment was yesterday but they didn't go through using the programmer they just checked the incision. Patient left a message with the manufacturer representative (rep). Reviewed the rep would need to meet the patient at the clinic. On wednesday the doctor "repaired" the device- cleaned up the infection and "it felt really good." After this surgery, the patient saw therapy relief but last night their urinary leakage returned. They increased stimulation to 1.1 yesterday, but still hasn't seen an improvement in their symptoms. Patient wants to know what to do now; information reviewed. Patient stated that since they incre ased yesterday (confirmed they could feel stimulation), the patient will monitor symptoms over the weekend and if they do not improve they will make additional programming changes.